Manufacturer narrative:
Technician found old fluid residue prevented the buttons from pressing. He replaced ucm board to resolve issues.

Event description:
Technician alleged buttons on ucm were not functioning properly.